Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeding safe limits, registering as "high." The customer self-administered a correction injection using multiple daily injections (mdi) to address the high bg. Reportedly, the customer continued to use the pump for insulin therapy.